Event description:
The reporter contacted medtronic physio-control to report an alleged malfunction during a pt use. The combination module reportedly failed to deliver a defibrillation countershock to the pt. No further details were reported.